Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/28/2025, it was reported by a sales representative via (B)(4) that an ar-9831 ablation probe's plastic was compromised during use. Issue noticed during case, device swapped, and case completed with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual evaluation noted that the black heat shrinks and the electrode was damaged. -functional testing was not performed due to the damage to the device. Per dfu-0242-eo e precautions 5. Do not use excessive force when inserting or removing the rf probe. So not insert the rf probe into an obstructed passageway, patient injury and or product damage may occur. 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures. F warnings 13. Do not use metal cannulas as they may damage the rf probes insulation or create an alternate current path (capacitive coupling) resulting unintended burn. Use of all plastic cannula systems will help to avoid this problem. The most likely cause for the reported failure can be attributed to user error of the device due to prolonged ablation, excessive force used during use/removing, and/or the device coming in contact with another device during use.